Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse on (B)(6) 2025, the patient was experiencing flu-like symptoms of vomiting and rapid breathing. The reporter stated that the cgm and app were both reading 200 mg/dl; there was no comparative fingerstick performed. The patient had not taken any medication before or during the symptoms. The spouse took the patient to the clinic where a fingerstick was performed, showing a blood glucose level of 535 mg/dl, while the dexcom reading was 135 mg/dl. There was no treatment provided at the clinic. The patient was then taken to the hospital at around 1:30 pm. At the hospital, another fingerstick was performed and showed a bg of 535 mg/dl, while the dexcom app showed 138 mg/dl. The reporter provided additional information on (B)(6) 2025, that the patient was placed on a diabetic ketoacidosis (dka) protocol. The patient was given humalog insulin. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling fine and awaiting discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.